Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unspecified procedure, the hub of a flexor shuttle tibial guiding sheath separated from the device upon removal of the sheath. Access was obtained in the right groin and a contralateral approach was used to target the left leg. Unknown wire guides and routine supplies for a "peripheral leg case" were used during the procedure, as well as an unknown atherectomy device and another manufacturer's balloon. Resistance was encountered upon removal of the device, which was pulled by the hub, and the user had to "tug" on the sheath, at which point the hub separated. A wire guide was in the sheath lumen at the time of hub separation and the dilator was reportedly used for stability to remove the sheath from the patient. The separated sheath was removed from the patient by grabbing the device with other equipment already in use. Per the reporter, the physician believes that the contrast media that was used during the procedure made "everything stickier" and application of tension to the device caused the hub separation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The hub was separated from the sheath along with the dilator inside the sheath. The flare came free from the hub and no sheath material was left in the hub. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The device instructions for use (IFU) states, ¿remove the sheath. Avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device, suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information and results of the investigation, cook has concluded that both an adverse event related to the procedure and unintended user error have contributed to the failure in this complaint. The the user mentioned having to pull on the hub to aid removal and the contrast medium used during the procedure made everything stickier. A tug was required to remove the sheath. It is likely the extra force required for removal was the main cause for the failure. Additionally, using the sheath hub to aid in removal is warned against in the device instructions. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, the hub of a flexor shuttle tibial guiding sheath separated from the device upon removal of the sheath. Access was obtained in the right groin and a contralateral approach was used to target the left leg. Unknown wire guides and routine supplies for a "peripheral leg case" were used during the procedure, as well as an unknown atherectomy device and another manufacturer's balloon. Resistance was encountered upon removal of the device, which was pulled by the hub, and the user had to "tug" on the sheath, at which point the hub separated. A wire guide was in the sheath lumen at the time of hub separation and the dilator was reportedly used for stability to remove the sheath from the patient. The separated sheath was removed from the patient by grabbing the device with other equipment already in use. Per the reporter, the physician believes that the contrast media that was used during the procedure made "everything stickier" and application of tension to the device caused the hub separation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.